Event description:
It was reported that a user experienced elevated blood glucose while in the hospital and observed a ¿dosing stopped¿ message on the ilet display; review of device logs indicated a "dosing stopped" alert and the pump battery depleted during the night, which stopped insulin delivery and prompted the user to switch to subcutaneous insulin injections until charging could occur, indicating a use-related issue rather than a device malfunction. Symptoms included hyperglycemia with a reported blood glucose of 353 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.